Event description:
The customer reported less than 5 mls clenz leaked below the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) was told by the customer that a leak came from cracked tubing in the mixing module through fuel filter ff107. The customer was able to replace the tubing and the instrument ran without any leaks. The instrument was returned to normal operation. (B)(4).